Event description:
Technologist selected incorrect image from pt file. The cr800 system met its performance specifications and functioned according to its design/labeling. Pt later expired; cause was not reported to kodak.